Event description:
I was using the free style libre glucose monitoring for 9 months until recently I am developing a severe itch as well as a very bad skin rash. It appears that the adhesive on this abbott product is causing the rash and itching... I cant seem to get through to abbott so I am reporting it here. FDA safety report # (B)(4).